Event description:
On 09/12/2024, a sales representative via sems-(B)(4) reported that an ar-2326bcc suture anchor, biocomposite swivelock anchor broke during use (see photo). A suture (1.5mm labraltape) was placed through the tendon and loaded into the eyelet of the anchor. A pilot hole was drilled in the calc to accommodate a 3.9mm swivelock. As they slid the anchor down to the incision to implant into the bone, the side of the eyelet broke and was no longer functional. The patient was not injured and the case was completed without issues by opening an additional anchor. The anchor and eyelet were obtained from the case. This was discovered during an achilles tendon repair procedure on (B)(6) 2024, with no reported patient harm. Additional information was received on 9/18/2024: all fragments were retrieved. The case was delayed less than 1 minute with no additional anesthesia administered. A 3.4mm drill was used to prepare a pilot hole. However, the anchor never made contact with the patient. The eyelet broke before they ever inserted the anchor into bone.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint allegation is confirmed. Visual inspection identified that the eyelet of the suture anchor, biocomposite swivelock®, 3.9 x 17.9 mm, ve5, had broken off, per the customer-provided photo. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to misalignment insertion, and/or prying/leveraging of the device during insertion.